Manufacturer narrative:
(B) (4): the customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot forthcoming. The emboshield nav 6 embolic protection system (part#22438-19/lot#0052152) mentioned is being filed under a separate manufacturer number.

Event description:
Device issue (stent): partial deployment, tip detachment. Time of device issue: during the procedure. Adverse event (ae): (filter)thrombus, (filter)cerebral vascular accident (cva), (stent and filter) death. Onset of ae: during the procedure. It was reported, via trial, that during a left internal carotid artery (lica) stenting procedure, in a heavily calcified lesion, the xact stent had difficulty reaching the lesion, but was ultimately successful; however, upon deployment, the stent did not fully expand. Additionally, the stent delivery system (sds) was difficult to remove, and once removed, it was noted that the tip had detached and was resting in the embolic protection device. Post dilatation, with a non-abbott balloon, was unsuccessful due to the heavy calcification. For safety reasons, the filter was left in place and the patient was taken to the operating room where the filter, stent and tip of the sds were removed. Upon removal, a large thrombus was noted in the distal vessel and in the left middle cerebral artery. Tissue plasminogen activator (tpa) was administered, but the patient experienced a massive cva. The patient status was changed to 'do not resuscitate' (dnr). Two days post-procedure, the patient died. Although requested, there was no additional information provided.